Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling material, and process controls were within specification.

Event description:
A peritoneal dialysis patient reported that dialysis solution leaked out of the tubing and onto the floor. Patient stated he noticed that there may be a leak in the lines because there was a little puddle on the floor. Patient checked the lines and was unsure when the solution leaked from. Patient stated that he saw air bubbles in the drain line. Upon follow up, patient stated he thinks the leak occurred somewhere on the drain line. Patient's effluent remained clear and patient had no adverse effects. Sample has not been returned to the manufacturer.